Event description:
Pt self tester reports discrepant results with meter compared to lab: date: (B)(6) 2010, inratio test1: 4.1, inratio test2: >7.5, inratio test3: 3.3. All three results occurred within 10 mins. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.